Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. The case was open for internal inspection and passed. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.